Event description:
Reference number (B)(4). Event occured in the united states. An incident was reported by the patient's wife regarding an infusion set cannula. She explained that a needle from a previous cannula had broken off and remained embedded in the patient's abdomen. This problem wasn't noticed right away by the patient, and it's believed to have happened about two and a half weeks before it was reported. The affected area is located in the patient's abdominal region, where the cannula needle separated and is still lodged in the skin. The wife described the site as being red and warm when touched, which could be signs of irritation or potential infection. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.